Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the act button was not responding. The customer's blood glucose was 122 mg/dl. Troubleshooting was done. The customer stated that the insulin pump would occasionally bounce on the floor but that it had not happened in a while prior to the keypad issue. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector and a flattened act button dome switch. The insulin pump was received with minor scratches on the display window.